Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated the pump had no power alarm. The customer then stated she was being overactive prior to her hospitalization. Troubleshooting was performed and pump programming and function appeared to be normal. The customer called back and stated insulin squirted out in the priming process. The customer stated this happens every time.

Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor. Unable to perform basic occlusion and occlusion test due to faulty force sensor. All operating currents tested within specification range. No unexpected off no power alarms noted.